Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and b buttons due to flattened button dome switches. No unlock lcd keypad connector noted. Unable to verify lost sensor alarm due to button keypad anomaly. The insulin pump had cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are hard to press. Customer's blood glucose reading was 219 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer also experienced lost sensor alarm and they were advised a replacement sensor will be sent out. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.